Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, on day 7 of sensor wear, patient had suffered a hypoglycemic episode and had lost consciousness. At the time of the event, patient reports that cgm was reading 75 mg/dl while bg was measured at 45 mg/dl. Patient's daughter called paramedics and patient was treated with glucagon. Since patient is unable to provide cgm data, dexcom is seeking for patient to return her cgm in order for dexcom to investigate the data around the time of the event. At the time of her call to dexcom technical support, patient reported that she was feeling fine.